Manufacturer narrative:
Based on the claim of the damaged cable on the vessel sealer extend, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it appears that the conductor wire is pulled out of its normal position. It can likely be due to a user related cause during procedure. It¿s hard to tell if it has damage or is broken but from the photo, but it appears slightly frayed. Root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend instrument had a broken cable. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the instrument was inspected prior to use, and no damage was found. During the procedure, the conductor wire became loose without arcing observed. There was no loss of cautery associated with the damaged wire. The instrument did not collide with any other instrument or tool during use. The customer confirmed that no thermal damage was noted, and no fragment fell inside of the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a segment of the conductor wire sticking out from the base of the grip. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The instrument cut and released energy on two out of two attempts. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.